Event description:
The device was activated on (B)(6) 2010 at 8:50 pm. Blood glucose at about that time was 163 mg/dl and an insulin bolus dose of 7.4 units for a meal containing 60 grams of carbohydrate was administered. No other bg results or insulin bolus doses were recorded for the remainder of that day. The next morning at 12:30 am, her blood glucose had risen to 477 mg/dl, so a correction bolus of 11.7 units was given. Over the next few hours , add'l insulin was given and the pt's blood glucose lowered, but remained elevated. The last bg result was 308 mg/dl at 9:52 am, although an add'l 4 units insulin dose was administered at 11:12 am. The mother states daughter was throwing up and went to ER then was admitted to hosp. The exact time was not reported. She states that her endocrinologist recommended her to call us..

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition contributed to the pt's high blood glucose. The pt reports no blood glucose results or insulin bolus doses for the prior to hospitalization so it is reasonable that the user's lack of compliance with care instructions may have contributed to the event. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." To treat high blood sugar it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe." If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."